Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was out of the deployment tube and cracked. Other observations were that the tension spring components were still loaded in the deployment tube and the foam collar was between the plunger and the hub. The complaint was not confirmed based on how the device was received. A lhr review was completed for the product and there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during a coronary artery bypass graft procedure, one heartstring seal did not unfold after deployment into the aorta. A replacement seal was used to complete the procedure. No patient complications were reported by the hospital.